Event description:
It was reported via clinical study, that approximately 3 years postop the initial implant, this 70 yo male experienced instability / subluxation. The patient was treated with physical therapy. The outcome was last known as continuing. The case report form indicates this event is definitely not related to device and definitely not related to procedure. Devices will not be returned.

Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 300-01-12. Reverse humeral liner 320-42-00. Reverse humeral tray 320-10-00. Reverse glenosphere 320-01-42.

Event description:
Patient revised on (B)(6), 2024. Components removed. Report indicates outcome as resolved on the revision date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The instability reported may be the result of the subluxation as reported. However, the failures and related sequence of events and contributing factors cannot be confirmed as no relevant clinical information, images, or radiographs were provided. The cause of the subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.